Manufacturer narrative:
Device photograph evaluation: device photographs for the device related to the reported events were reviewed. Visual analysis of the photographs identified, an encapsulated device, labeled as left side. Due to the impossibility to perform a microscopic analysis, during device analysis performed through photographs. It is not possible to determine, the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side pain, swelling and capsular contracture baker grade iii. The device remains implanted.